Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse revised logs, inspected e-100, and inspected cabling. The power cable was a bit loose due to the strain on the cable. The isi fse replaced the power cable, adjusted tightness, and test-drove the e-100. All functions checked on the e-100. The power cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted left hemicolectomy surgical procedure, the intuitive surgical inc. (Isi) clinical sales representative (csr) reported to the isi technical service engineer (tse) between cases that the e-100 generator power cord became unplugged during use. The customer was using an erbe generator. The procedure was completed with no reported injury.